Event description:
During inspection of the ventilator it was noticed that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. Nozzle units have been replaced to solve pressure transducer test failure. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. Based on information provided by technician last preventive maintenance was performed in may 2025, which is sooner than a year, or every 5000 hours of operation. The device's logs were not provided for further analysis. The defective parts were not returned for investigation, despite request. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective nozzle units. The UDI information is not available since the device was manufactured before 2015.